Event description:
On at least two occasions now, the oximeter probe has become unattached to the patient (pediatrics) yet has continued to read acceptable o2 saturation levels without alarming. Manufacturer response (as per reporter) for pulse oximeter, trusat pulse oximeter"unfortunately, under certain conditions, the technology employed by this device can sometimes lead to the unit still reading even though the device is not on the patient" ge sales rep on our conference call about two weeks ago.